Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ipg was functioning normally

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during a scope for an ulcer their "heart started beating real slow" and their "blood pressure went down too" before starting to beat "right". It was further reported "they said the pacemaker should have kicked it". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.